Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. She put the device in suspend mode and when she came back it said button error. The device did not get wet. Customer's blood glucose is 201 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. The device had a minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.